Manufacturer narrative:
The device was returned to olympus for inspection. Based on the result of investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the switch box, scope cover, grip, scope connector case unit, plastic distal end cover, nozzle, adhesive around the objective lens, adhesive around the lightguide lens, adhesive on the bending section cover, and connecting tube. Due to the clogging of the nozzle, the water supply volume did not meet the standard value. There was no patient involvement.